Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information to date after calls to end user 08/20/25 and 08/26/25. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in overly delivery of pressure during a case. There was no patient involvement.